Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The lead was explanted and replaced.

Manufacturer narrative:
A fracture of the inner coil inside of the is-1 connector leg was found at 2.2cm from the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of oversensing.